Event description:
It was reported that, during patient use, the ventilator had an air leak coming from one of the valves. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the customer reported malfunction. The cse reconnected the conical fitting due to an internal leak. No component replacement was required. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.